Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter. The consumer subsequently experienced a hyperglycemic event requiring medical intervention. During the call to customer support, it was stated by the consumer that she did control solution test her test strips for integrity before use as instructed in our directions for use and the test strips was determined to be in range. The test strips and meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.